Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 14-may-2024, it was reported that the nine infusion set tubing was leaking at site and infusion is long for 18-30 hours. No further information available.

Manufacturer narrative:
Initial and final MDR 1899253 - MDR 3003442380-2024-10905 - device 1 of 9.